Manufacturer narrative:
This device remains implanted. Should additional information available this investigation will be updated.

Event description:
It was reported that a request for a technical review of an episode involving this system was needed. A review of the episode by technical services (ts) noted that oversensing resulting in an inappropriate shock was seen. Ts noted that further review of the episode was consistent with change in the impedance pathway of the sensing vector. In office evaluation was recommended to exclude a possible connection issue at the level of the proximal sing (sense b ring) of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) . Ts noted that in this case based on the secondary sensing performance, reprogramming the device could be a temporary solution. Additional information noted that provocation maneuvers did not show any noise or artifacts and full insertion was present. No new episode were recorded since programming the device to the secondary sensing vector, and appropriate sensing was seen. No additional recommendations were provided by ts. At this time the subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted. No adverse patient effects were reported.